Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine visit, an alert stating there was an issue with the hvli was noted. The lead will be replaced.